Event description:
The ge oec 2800 uroview fluoroscopy sys displayed x-ray overtime and saturation faults. Customer ordered battery replacement to resolve the issue and recalled ge oec svc after installing the new battery pack and the sys displayed "precharge failure" and the sys would not complete the boot-up cycle.

Manufacturer narrative:
A ge svc rep investigated the issue as reported by the customer. The initial issue reported was diagnosed to sys batteries. The customer order and replaced the sys batteries and the precharge failure error appeared and the sys would not complete a boot sequence. The ge oec svc rep re-seated the battery connections and tested the sys and found it to be operating as intended. There was no reported pt involvement due to this sys malfunction. The sys was released to the customer for use.